Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of perforation ('perforation') and device dislocation ('migration') in an elderly female patient who had essure (batch no. B21578,b21576) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included uterine fibroids. Concurrent conditions included fatigue, obstructive sleep apnea syndrome, migraine headache, vaginal bleeding, chest pain and nasal stuffiness. In (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced perforation (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required), pelvic pain ("pain"), infection ("infections"), anxiety ("anxiety"), depression ("depression"), urinary tract infection ("uti's"), mood swings ("mood swings") and device expulsion ("essure coils had migrated to my uterus") and was found to have hormone level abnormal ("hormone problems"). The patient was treated with surgery (robotic tvh/bilat hysterectomy). Essure was removed on (B)(6) 2018. At the time of the report, the perforation, device dislocation, pelvic pain, infection, anxiety, depression, urinary tract infection, mood swings, hormone level abnormal and device expulsion outcome was unknown. The reporter considered anxiety, depression, device dislocation, device expulsion, hormone level abnormal, infection, mood swings, pelvic pain, perforation and urinary tract infection to be related to essure. The reporter commented: trailing coil left -3. After deployment 12 coil could be seen. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2013: proximally displaced r1ght essure device, with partial intrauterine location. However no free intraperitoneal spill of contrast, compatible with satisfactory fallopian tube occlusion. Pregnancy test - on (B)(6) 2013: negative. Lot number: b21578; manufacturing date: 2013-04; expiration date: 2016-04-30; essure lot number - right : b21578, left : b21576. Lot number: b21576; manufacturing date: 2013-04; expiration date: 2016-04. Lot number: b21578; manufacturing date: 2013-04; expiration date: 2016-04. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 14-aug-2020: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer, and describes the occurrence of perforation ('perforation') and device dislocation ('migration'). In an elderly female patient who had essure (batch no. B21578,b21576), inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included: uterine fibroids. Concurrent conditions included: fatigue, obstructive sleep apnea syndrome, migraine headache, vaginal bleeding, chest pain and nasal stuffiness. In (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced perforation (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required), pelvic pain ("pain"), infection ("infections"), anxiety ("anxiety"), depression ("depression"), urinary tract infection ("uti's"), mood swings ("mood swings") and device expulsion ("essure coils had migrated to my uterus"). And was found to have hormone level abnormal ("hormone problems"). The patient was treated with surgery (robotic tvh/bilat hysterectomy). Essure was removed on (B)(6) 2018. At the time of the report, the perforation, device dislocation, pelvic pain, infection, anxiety, depression, urinary tract infection, mood swings, hormone level abnormal and device expulsion outcome was unknown. The reporter considered anxiety, depression, device dislocation, device expulsion, hormone level abnormal, infection, mood swings, pelvic pain, perforation and urinary tract infection to be related to essure. The reporter commented: trailing coil left 3. After deployment, 12 coil could be seen. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram: on (B)(6) 2013, proximally displaced right essure device, with partial intrauterine location. However no free intraperitoneal spill of contrast, compatible with satisfactory fallopian tube occlusion. Pregnancy test: on (B)(6) 2013, negative. Lot number#: b21578, manufacturing date: 2013-04, expiration date: 2016-04-30. Essure lot number#: right: b21578, left: b21576. Most recent follow-up information incorporated above includes: on (B)(6) 2020, medical records received: lot number and reporter information were added. We received a lot number in this case. A technical investigation will be conducted. Including a batch review, and a review of complaint records and other relevant data. Should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of perforation ("perforation") and device dislocation ("migration") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. In (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced perforation (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required), pelvic pain ("pain"), infection ("infections"), anxiety ("anxiety") and depression ("depression"). The patient was treated with surgery (removal of essure). Essure was removed on (B)(6) 2018. At the time of the report, the perforation, device dislocation, pelvic pain, infection, anxiety and depression outcome was unknown. The reporter considered anxiety, depression, device dislocation, infection, pelvic pain and perforation to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 29-oct-2018: quality safety evaluation of product technical complaints. On 18-oct-2018: upon routine monitoring quality activity, listedness for event perforation was amended from listed to unlisted. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of perforation ('perforation') and device dislocation ('migration') in an elderly female patient who had essure (batch no. B21578) inserted. The occurrence of additional non-serious events is detailed below. The patient's medical history included uterine fibroids. Concurrent conditions included fatigue, obstructive sleep apnea syndrome, migraine headache, vaginal bleeding, chest pain and nasal stuffiness. In (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced perforation (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required), pelvic pain ("pain"), infection ("infections"), anxiety ("anxiety"), depression ("depression"), urinary tract infection ("uti's"), mood swings ("mood swings") and device expulsion ("essure coils had migrated to my uterus") and was found to have hormone level abnormal ("hormone problems"). The patient was treated with surgery (robotic tvh/bilat hysterectomy). Essure was removed on (B)(6) 2018. At the time of the report, the perforation, device dislocation, pelvic pain, infection, anxiety, depression, urinary tract infection, mood swings, hormone level abnormal and device expulsion outcome was unknown. The reporter considered anxiety, depression, device dislocation, device expulsion, hormone level abnormal, infection, mood swings, pelvic pain, perforation and urinary tract infection to be related to essure. The reporter commented: trailing coil left -3. After deployment 12 coil could be seen. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2013: proximally displaced right essure device, with partial intrauterine location. However no free intraperitoneal spill of contrast, compatible with satisfactory fallopian tube occlusion. Pregnancy test: on (B)(6) 2013: negative. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 15-apr-2020: mr received. Lot number was added. New events added: essure coils had migrated to my uterus, uti's, mood swings, hormone problems. Reporters, lab data, concurrent conditions were added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of perforation ('perforation') and device dislocation ('migration') in an elderly female patient who had essure (batch no. B21578) inserted. The occurrence of additional non-serious events is detailed below. The patient's medical history included uterine fibroids. Concurrent conditions included fatigue, obstructive sleep apnea syndrome, migraine headache, vaginal bleeding, chest pain and nasal stuffiness. In (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced perforation (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required), pelvic pain ("pain"), infection ("infections"), anxiety ("anxiety"), depression ("depression"), urinary tract infection ("uti's"), mood swings ("mood swings") and device expulsion ("essure coils had migrated to my uterus") and was found to have hormone level abnormal ("hormone problems"). The patient was treated with surgery (robotic tvh/bilat hysterectomy). Essure was removed on (B)(6) 2018. At the time of the report, the perforation, device dislocation, pelvic pain, infection, anxiety, depression, urinary tract infection, mood swings, hormone level abnormal and device expulsion outcome was unknown. The reporter considered anxiety, depression, device dislocation, device expulsion, hormone level abnormal, infection, mood swings, pelvic pain, perforation and urinary tract infection to be related to essure. The reporter commented: trailing coil left -3. After deployment 12 coil could be seen. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2013: proximally displaced r1ght essure device, with partial intrauterine location. However no free intraperitoneal spill of contrast, compatible with satisfactory fallopian tube occlusion. Pregnancy test - on (B)(6) 2013: negative. Lot number: b21578, manufacturing date: 2013-04, expiration date: 2016-04-30. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 11-may-2020: quality-safety evaluation of product technical complaint. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
"Ntaneous" case was reported by a lawyer and describes the occurrence of perforation ("perforation") and device dislocation ("migration") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. In (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced perforation (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required), pelvic pain ("pain"), infection ("infections"), anxiety ("anxiety") and depression ("depression"). The patient was treated with surgery (removal of essure). Essure was removed on (B)(6) 2018. At the time of the report, the perforation, device dislocation, pelvic pain, infection, anxiety and depression outcome was unknown. The reporter considered anxiety, depression, device dislocation, infection, pelvic pain and perforation to be related to essure. Incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.